Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter tip came apart. A 8.00mm x 2.0cm x 90cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon ruptured and the tip came apart. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon had been subjected to positive pressure. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear starting 1mm proximal of distal markerband and extending 3mm proximally. All blades were present and fully bonded to the balloon surface. A visual and microscopic inspection identified no issues with the tip end of the device. A visual and microscopic examination found no issue with the device¿s markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter tip came apart. A 8.00mm x 2.0cm x 90cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon ruptured and the tip came apart. There were no patient complications reported.